Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37712, serial# (B)(4), implanted: 2009-(B)(6), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that directly after implant both of the patient¿s arms were paralyzed for about six months. It was noted that the patient¿s surgeon recently contacted her and told her that the implantable neurostimulator (ins) would be depleted soon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).